Event description:
It was reported that the patient was unable to set their ipg to MRI mode due to high impedances and was experiencing discomfort at the ipg site. As a result, the patient underwent surgical intervention during which the lead and the ipg were explanted and replaced. Effective therapy was established post-operatively. It is unknown which lead had the high impedances.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.